Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hst iii system (3.8mm) was unfolded . A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected sections: h6 device code was changed to unraveled material. (B)(4). The device was returned to the factory for evaluation. Photographs were provided by the account. An photographic inspection and evaluation was conducted on 10/09/2019. Upon photographic inspection, only the delivery device was observed. The white plunger was observed to be depressed and the seal and tension spring assembly was in the delivery tube. Blood was visible in the delivery device as well as on the seal indicating that there was attempt to deploy the device into the aorta only the delivery device and seal and tension spring assembly was returned for evaluation. Signs of clinical use and heavy amounts of blood was observed on and inside the delivery device. The white plunger on the device was fully depressed and the blue slide lock was disengaged. The seal and tension spring assembly was observed to be inside the delivery device, with the seal outside the tip of the delivery tube. The seal and tension spring assembly was removed from the delivery device, no visual defects were observed. Blood was visible in the delivery device indicating that there was attempt to deploy the device into the aorta. The seal was observed to be intact, no unraveling of material was observed. Blood was observed on the seal. No measurements were taken due to the presence of blood in and on the delivery device, which indicates there was an attempt to insert the seal into the aorta. Based on the returned condition of the device, the reported failure " unraveled material" was not confirmed.

Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hst iii system (3.8mm) was unfolded . A replacement device was used to complete the procedure. The hospital did not report any patient effects.